Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully deployed. Both cuffs were captured and attached to the needle tips indicating the suture had been harvested. The suture had been cut away approximately 1 cm distal of the posterior cuff and not returned. The device was normal for a deployed unit. There was no device deficiency detected that would contribute to the reported knot became released while pulling the rail suture. The suture was not available for analysis, based on the analysis of the returned components the reported experience could not be confirmed. A review of the manufacturing records found the suture passed inspection and was within specifications. Based on the inspection analysis, inspection criteria and event information, the most probable cause for the knot coming loose during tightening is due to either incomplete or no tissue captured during needle deployment. Tissue capture can be influenced by the patients anatomy or and device placement. No manufacturing or quality issue was detected. A review of the finished device history records did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the device had been withdrawn from the arteriotomy, and during knot advancement, the knot became released while pulling the rail suture. The physician pulled out the suture from the patient's anatomy and manual compression was applied to achieve hemostasis. No additional information was provided.